Event description:
An attempt was made to use a scuba peripheral stent system to treat a patient. The stent was inserted following pre-dilation with a balloon. "When doctor withdrew the stent, he did found the stent in patient by radiography. The stent was still on the deliver system." Another attempt was made with a second scuba peripheral stent system but this also failed. Finally, a self-expanding stent was implanted. No patient complication reported. The two devices were inspected before use and no abnormalities were noted. Resistance was experienced with the second scuba and the introducer sheath. Evaluation summary: traces of radio opaque solution were clearly detected in the shaft and on the balloon. The stent was dislodged on the shaft close to the balloon welding. The heat setting and crimping marks were not clearly recognized due to balloon inflation with radiopaque solution. The crossing profile of the dislodged stent was within specification.

Manufacturer narrative:
Evaluation results: (based on the device evaluation and information provided no root cause can be determined). (B)(4).